Manufacturer narrative:
Occupation: health professional (hpro). If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, post- operatively, there was a low flow performance and catheter obstruction or no flow at the lumen. Flushing was performed prior to insertion obtaining a below-expected results. It was stated that they tried to invert the lines but to no avail and they couldn't perform the wash with the syringe. It was also stated that an heparin was used as anti-coagulant. The dialysis was not performed due to lack of catheter flow. It was reported that there was no permanent injury to the patient and the patient was okay.

Manufacturer narrative:
Please note that the fdd for this product is only inclusive of fdd (B)(4) and the previous fdd (B)(4) is not applicable. If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, post- operatively, the catheter's lumen had a low or no flow issue. Flushing was performed prior to insertion obtaining a below-expected results. It was stated that they tried to invert the lines but to no avail and they couldn't perform the wash with the syringe. It was also stated that an heparin was used as anti-coagulant. The dialysis was not performed due to lack of catheter flow and there was a need for a catheter replacement. There was no patient injury.